Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: visual analysis of the images submitted to ethicon for evaluation determined that a section of damaged suture could be observed. Image is not clear to determine failure mode or reported condition. As with any device, care must be taken to avoid damaging the thread when handling it. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional information about complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What tissue dehisced? Other relevant patient history/concomitant medications? What is the patient's current status? Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a total knee replacement surgery on 4/19/2022 and a barbed suture was used for fascia closure. A different suture was used for other layers and skin staples for skin closure. Post op, the patient had skin staples removed 5/3/2022 and had an accident on the same day, where he had fallen on his knee and the whole wound burst open so that the prosthesis was visible. The barbed suture broke as well, and didn't hold the fascia together during the accident. The surgeon had reported that the patient might have had issues with tissue healing, but the surgeon did not see the wound after staples were removed, so it's unknown if infection was present and how well wound had been healed. The patient had a revision surgery on 5/3/2022 and the barbed suture that was taken out of the wound had split in half and the barbs were resorbed almost by whole and didn't have any strength in them. The was the first time surgeon had this kind of situation and the surgeon did not think that fault was only in products used. It seemed that after two weeks of being inside the patients body, the suture material absorption had been quite significant and suture had lost quite a lot of it's initial strength. The surgeon expected to see more barbs present in such a short time. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure no patient information can be enclosed due to local legislation. The diagnosis and indication for the index surgical procedure? Total knee replacement due to arthrosis what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Open. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes. Were two reverse stitches performed across the incision prior to closure? Yes did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. What tissue dehisced? Fascia, muscle, fat, subcuticular, skin. Other relevant patient history/concomitant medications? Skin wasn¿t healed as usual in 2 weeks, so patients might have had some tissue repair issues, that could have affected the whole healing of the wound. What is the patient's current status? Recovering from revision surgery, haven¿t heard any more issues. Surgeon used same suture for revision.